Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 500mcg/ml; dose 139.54mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and spinal cord injury/spinal cord disease. As of (B)(6) 2016 the patient had experienced decreased efficacy for approximately the past month. The onset of the symptoms was sudden. Approximately 2 weeks ago the managing hcp attempted to aspirate from the catheter access port (cap) and could not do so. On (B)(6) 2016 the pump was replaced due to normal impending end of service (eos) and the catheter could not be aspirated when it was detached from the pump. The hcp removed the sutureless (sc) connector and at that point they were able to aspirate cerebrospinal fluid (csf) freely so the connector was replaced. The volume was not checked in the old pump so it was unknown whether the apparent occlusion resulted in a volume discrepancy. It was unknown if the drug was related to the apparent occlusion. The managing hcp elected to keep the dose the same following the replacement. A supplemental report will be submitted if additional information is received.